Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent capture, functional undersensing, and inappropriate mode switch. Further information was requested however, was not provided.